Event description:
During the leadless pacemaker (lp) system implant procedure, the lp was fixated, however the lp would not release from the delivery catheter. The lp was explanted and a new lp system was selected and successfully implanted. The patient was in stable condition.

Manufacturer narrative:
Visual inspection showed that the helix was within specification. Inner diameter of tether buttonhole was measured and was found to be within specification. Electrical features were analyzed and the device exhibited normal electrical characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.